Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; unable to evaluate returned test strips due to are from other vial lot. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls to ensure the new product replacement is not displaying high results;unable to talk to customer. On the initial call customer informed after get off of the cruise ship, become feel better.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 80-130mg/dl fasting. Verified the strips expire 7/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Customer went on a cruise for 10 days and got flu like symptoms and went to the cruise ship clinic and they ran a blood sugar on the customer and it read 420mg/dl on their glucose meter, which customer stated he never in his life had a blood sugar that high, he went back to his room about 30 to 45 minutes later and his blood sugar was 180mg/dl and was told to call us to have the meter calibrated. The customer just got back off of the cruise ship and is feeling much better, but he was given antibiotics and cough medicine for his flu like symptoms. He was seen by a nurse on th ship.